Manufacturer narrative:
H3 other text: customer declined service, support and repair.

Event description:
This report is based on information provided by a philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the 866199 (efficia dfm100 defibrillator monitor) indicating that the device cannot be powered on. The event was outside of use and there was no reported patient nor user harm. Remote support was provided and it was determined that the motherboard is faulty. The device and faulty component is not expected to be returned as it remains at the customer site. The customer was advised their device was out of warranty and the customer declined service, support and repair. The customer will resolve the issue with a third party. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.